Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, when it was cleaned with gauze, the blade broke. Another device was used to complete the case. There was no adverse consequence to the pt.